Event description:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5084546) on 11-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), menstrual disorder ("change in menstruation"), menometrorrhagia ("including heavier or irregular periods"), confusional state ("confusing"), feeling abnormal ("brain fog"), abdominal pain lower ("cramping") and headache ("headache") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, confusional state, feeling abnormal, abdominal pain lower, headache and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, confusional state, feeling abnormal, headache, menometrorrhagia, menstrual disorder, pelvic pain and weight increased to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.